Event description:
It was discovered on july 8th, 2024, that product shipments had been made to japan using a wire component that was not approved for distribution within that region.

Manufacturer narrative:
Balt USA reference:(B)(4). On 20jun2024 balt sent 12 units to japan distributor that had consumed raw material from an alternate supplier. Balt completed the material qualification of the raw material supplied by this alternate supplier,but has not received regulatory approval for this supplier change within the japan market and thus these units were not allowed to be shipped to this region. Release of tr22-093, rev. A indicates that the wire supplied by this alternate supplier is suitable for the production of the primary wind coil subassembly. Furthermore, a material assessment comparing the raw material between the primary supplier and this alternate supplier indicates that the materials from both suppliers are equivalent based on mechanical properties, material composition, critical dimensions and comparison of supplier manufacturing processes. Based on the results of tr22-093 and the approved material assessment, the units that were in question maintain equivalent residual risk to the patient with the commercial products since the material lot has been successfully qualified. The associated products were not distributed to the end user, and therefore have not been used. Further investigation, root cause, and corrective actions are to be performed under CAPA p-1067.